Event description:
The bench repair technician found the mx40 telemetry device had no audio. The device was in use on the patient when the issue was discovered. There was no reported patient or user harm.